Event description:
A cartridge change error was reported with the pump. Blood glucose level remained within a normal range and did not exceed 500 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.